Manufacturer narrative:
The customer¿s report that the filter gets clogged about an hour later and that the lipids start to leak was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No kinks in the tubing were observed. No abnormalities were observed on the set during visual inspection. During functional testing a leak was also observed at the filter vent. An occlusion alarm was noted by the device during infusion. A leak was also observed at the filter vent. Using the attached syringe, the extension set was attempted to be re-primed in which resistance was observed; however with extra force, the fluid was eventually able to flow through and exit as expected. The root cause of the lipid filter occluding and leaking has been identified as the filter becoming occluded over time and repeated use due to the build-up of infusion particulates.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.